Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02894, 0001825034-2020-02899.

Event description:
It was reported that during implantation of the g7 system, the surgeon could not lock the liner into place. A smaller size was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the screw was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the screw was determined to be not reportable. The initial report was forwarded in error and should be voided.